Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration / migration of essure device location of device: uterus / perforation (uterus)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill in 1991. Concurrent conditions included ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and weight increased ("weight gain"). The patient was treated with surgery (around 2011, patient underwent pelvic surgery / laparoscopic removal of coils), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, alopecia and weight increased outcome was unknown. The reporter considered alopecia, menorrhagia, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: failure to occlude (close) fallopian tube(s). Diagnostic results: on (B)(6) 2011 hysterosalpingogram test performed which showed, patent right tube, perforation (uterus), unilateral occlusion (left tube occluded), migration of essure device. Healthcare said that it was dislodged and went through my tube into my uterus. Most recent follow-up information incorporated above includes: on 12-apr-2018: pfs received - new events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)" were added. New reporter were added. Product implant date was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). The patient was treated with surgery (around 2011, patient underwent pelvic surgery to try and alleviate the symptoms) and surgery (around 2011, patient underwent pelvic surgery to try and alleviate the symptoms). At the time of the report, the perforation, device dislocation, alopecia and weight increased outcome was unknown. The reporter considered alopecia, device dislocation, perforation and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.